Manufacturer narrative:
Result: pivot block.

Event description:
It was reported by service report that the side rail will not latch in the up position. No pt involvement or adverse consequences are reported.